Manufacturer narrative:
This information was not provided during the initial report, additional information has been requested. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history records review has been requested.

Event description:
Pt status post lcp plate and screw implantation returned to surgeon for f/u visit. An x-ray showed the plate was broken. Surgeon removed the hardware and revised the pt to a longer plate of the same type with bone graft.